Event description:
Event description guidant received information that this right ventricular endocardial lead was sensing atrial activity in the ventricle. In addition, the r waves have decreased from 10mv to 3.1mv.